Event description:
It was reported that pump displayed malfunction message malf 24 that could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged replacement pump under warranty, provided instructions for storage mode and return of problematic pump within specified time frame, confirmed shipping details and lack of signature requirement, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.